Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. It is unknown at this time if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw on tooth site #3 became loose, bent and had to be reseated.

Event description:
Further evaluation of this event confirms that this event is a duplicate of an event that has been deemed not reportable.

Manufacturer narrative:
This report is being submitted to report additional information to 0002023141 - 2023 - 00977. Further evaluation of the event has confirmed that it is a duplicate of an event that has been deemed not reportable. No further medwatch report will be submitted for this event.